Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified; however the report noted user technique contributed to the stent malpositioning. (B)(4).

Event description:
It was reported that during attempt to implant the stents from a trabecular microbypass stent system, the surgeon was unable to properly implant one of the two stents, which was observed "turned to the side and loose at the ciliary body band/iris root". Attempt to reposition the stent was unsuccessful and the surgeon subsequently elected to leave the malpositioned stent in situ to minimize intraoperative complications. A back up device was used to complete the procedure. In addition, during a postoperative examination, the malpositioned stent was observed floating in the inferior angle. Through follow-up, the surgeon reported that the forced applied to the injector during deployment contributed to the stent being malpositioned. Postoperative visualization of stent was described as "one of the stents was observed floating in the inferior angle on postop day one and week one without adverse impact; and was then removed one week postoperatively. The report noted that the other two stents were observed in "good position", postoperatively. Any omitted information was not provided through follow-up.